Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead was experiencing chest pain and was being evaluated for perforation. The lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.